Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a no delivery alarm while filling the tubing with insulin. The customer's blood glucose was 121 mg/dl at the time of incident. Customer also reported air bubbles were present in the tubing and reservoir. The customer stated many air bubbles were present. The customer was unable to resolve the air bubbles by filling a new reservoir. Troubleshooting was able to verify the insulin pump was working as designed. The customer stated they would fill a new reservoir with insulin. The customer declined to return the product for analysis.